Event description:
It was reported that a customer experienced a cracked or shattered touchscreen on their device. There was no adverse impact to the customer's blood glucose level as there was no relevant information provided. The screen was observed to remain black even after the pump was powered on. The device is set to be returned and a replacement pump with a new serial number was arranged.